Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call, the insulin pump was not functioning correctly and causing the customer to have high blood glucose from 400 to 500 mg/dl range. Customer has been treating with manual injections. Customer had gone on vacation and the device had gone through the airport monitor on (B)(6) 2016 and since then the device has not been functioning correctly. The insulin pump alarmed button error and battery out limit alarms that he unable to clear. Customer's spouse stated the device might have gotten wet when the customer was wearing it with his wet suit on (B)(6)2017. However the device does not look wet. Troubleshooting was performed. None of the buttons on the device are responding. Time advances on the device. Customer's spouse was advised to have customer discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device is returning for analysis.